Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error followed by motion sensor test failure. The patient's blood glucose at the time of incident was 135 mg/dl. During troubleshooting the insulin pump was unable to rewind due to the insulin pump alarms. The motor was audibly running but the piston would not move. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, unable to verify a35 alarm due to a33 alarm noted. However, the insulin pump passed operating current and displacement test. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.